Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the "sensor not working" error message occurred. Date of event is an approximation. On (B)(6) 2025, the patient reported the issue by via chat that the patient went to the emergency room (ER) a few times because the dexcom was not working. The chat was disconnected, and follow-up attempts for more information were not successful. Although attempts to follow up with the patient for additional event details were made, contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.